Event description:
Boston scientific received information that one day after an elective lead revision for a different lead, this right atrial lead was determined to be dislodged. Surgical intervention was performed to explant and replace the lead with no additional adverse patient effects reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.